Event description:
It was reported that the pump "started to slow down when they went to drain it, there was 7ml left instead of 2ml." It was later reported that the pump was replaced early because it wasn't delivering what it was supposed to "there was more there than expected." Additional follow-up received from the healthcare provider (hcp) indicated that "overall, the patient was not very compliant, tended to not follow through, then go into a frantic state." Hcp office did not have any further information in regards to the pump replacement in 2006.

Manufacturer narrative:
Catheter model: 8703w, lot# l39566, implanted: (B)(6) 1996, explanted: (B)(6) 2012. (B)(4).